Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set fell off and patient had high blood glucose level. No further information available.